Manufacturer narrative:
The additional information prompted a second analysis of the details of the event. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. It was reported that there was a leakage, but the leaking fluid was sheath which is non-biohazardous, and the leakage was contained within the instrument. Neither are reportable per the guidelines. This MFR. Report #2916837-2021-00475 was filed in error.

Event description:
It was reported that while testing with a bd facscanto¿ ii erroneous results were obtained. There was no impact to patients. The following information was provided by the initial reporter, translated from chinese to english: the liquid flow vehicle and light path failure caused the experimental results are abnormal, they were related to the same issue-experimental results are abnormal the issue was resolved via reconnected pipeline, and adjusted the light path, instrument works normally. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): no.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part#: 338962, serial#: (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 08nov2020 to date 08nov2021. Complaint trend: there are 19 complaints related to this issue of erroneous results. Date range from 08nov2020 to date 08nov2021. Manufacturing device history record (DHR) review: DHR part#: 338962, serial#: (B)(6), file#: (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a worn fluidic tubing and misaligned optics. The customer initially reported that their experimental results were abnormal, and a field service was scheduled for the repair. The fse (field service engineer) that came onsite for the repair confirmed the issue and also found that there was a leakage in one of the fluidic tubings that was contributing to the erroneous results. The leaking tubing was shortened to remove the worn portion, and the optics were calibrated. No parts were requested for evaluation as there were no replaced parts. After the repair the instrument was functioning as expected. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. It was reported that there was a leakage, but the leaking fluid was sheath which is non-biohazardous, and the leakage was contained within the instrument. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #: 23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order#: (B)(4), case#: (B)(4). Install date: on (B)(6) 2019. Defective part number: n/a. Work order notes: subject / reported: pi-338962-facscanto ii-experimental result is abnormal. Problem description: facscanto ii-experimental results are abnormal. Clinical use. Did not affect the patient. For the issue of the guarantee, send a leaflet tianyu work performed: 1. Shorten the leaking pipeline of the liquid flow truck. 2. Adjust the light path and use it normally. 3. The user is recommended to buy insurance. The user has reported to the director, and the follow-up engineer will continue to follow up and apply for the on-site fee reduction. Cause: the liquid flow vehicle leaks, the leaked sheath fluid is harmless to the human body, and the light path is deflected. Solution: 1. Shorten the leaking pipeline of the liquid flow truck. 2. Adjust the light path and use it normally. 3. The user is recommended to buy insurance. The user has reported to the director, and the follow-up engineer will continue to follow up and apply for the on-site fee reduction. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file facscanto ii flow cytometer (optics) #: 338960-03ra (version a/revision 2) was reviewed and identified the cause of misaligned optics. Risk management file facscanto ii flow cytometer (fluidics) #: 338960-04ra (version a/revision 1) was reviewed and identified the cause of worn tubing. No new hazards have been identified and the current mitigation's are sufficient. Hazard(s) identified? Yes, no. Item: 2. Filters. Function: 2.1 pass correct light wavelength bands. Potential failure mode: 2.1.1 not positioned properly in holder. Potential effects of failure: 2.1.1.1 events not detected or misclassified. Potential causes/mechanisms of failure: 2.1.1.1.1 loose filters, might fall out during shipping. Current controls: foam holds filters in during shipping. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 4. Det: 3. Rpn: 60. Item: 4. Quick disconnect. Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.1 tubing failure. Potential effects of failure: 4.1.1.1 leaks at waste tank. Biohazard. Potential causes/mechanisms of failure: waste fitting leaks. Current controls: 1. Pump compensates for leaking. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Initial sev: 9. Initial occ: 6. Initial det: 1. Initial rpn: 54. Mitigation(s) sufficient: yes, no. Root cause: based on the investigation results the root cause of the erroneous results was due to a worn fluidics tubing and misaligned optics. Conclusion: based on the investigation results the root cause of the erroneous results was due to a worn fluidics tubing and misaligned optics. One of the liquid tubings was leaking, so the fse shortened the tubing and removed the worn portion. The optical path was adjusted and afterwards the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while testing with a bd facscanto¿ ii erroneous results were obtained. There was no impact to patients. The following information was provided by the initial reporter, translated from chinese to english: the liquid flow vehicle and light path failure caused the experimental results are abnormal, they were related to the same issue-experimental results are abnormal the issue was resolved via reconnected pipeline, and adjusted the light path, instrument works normally. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): no.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with a bd facscanto¿ ii erroneous results were obtained. There was no impact to patients. The following information was provided by the initial reporter, translated from chinese to english: the liquid flow vehicle and light path failure caused the experimental results are abnormal, they were related to the same issue-experimental results are abnormal the issue was resolved via reconnected pipeline, and adjusted the light path, instrument works normally. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): no.